Event description:
It was reported to philips healthcare that it was noted during daily testing the heartstart xl energy selector switch would fail to power on the device intermittently.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.